Event description:
The pt, a (B)(6) year-old female, with a medical history of right sided lung cancer underwent a right pneumonectomy on (B)(6) 2014. As the surgeon was stapling the inferior pulmonary vein the covidien stapler produced what has been described as a "crackling sound". The staples fired and the case proceeded. When the surgeon was working on the bronchus the same stapler was utilized, with a different staple load. The stapler failed to deploy the staples. A new staple load was installed and again the stapler failed to deploy the staplers. A new stapler was introduced and successfully deployed the staple load. The right lung was resected without apparent complication. The pt was extubated and took breaths on command. Shortly thereafter, while still in the operating room, anesthesia noticed that the patient had become pulseless. Acls protocol was immediately initiated. The surgical incision was reopened and a large volume of bright red blood was noted in the chest cavity. Despite full resuscitative efforts, including mass transfusion and heart massage, the patient expired. The surgeon noted that the inferior pulmonary vein staple line had dehisced.